Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device evaluation: confirmed customer complaint through visual inspection. The battery compartment was replaced. Further investigation found the upstream occlusion (uso) seal was delaminated, and the downstream occlusion (dso) seal was delaminated. The uso and dso seals were replaced to resolve this issue. The device passed all functional testing after the repairs. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the battery springs corroded inside the compartment, and that the device needs a software update. During device evaluation it was found that the downstream occlusion (dso) seal was delaminated. There was no patient involvement.